Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres (atm) for 5 seconds, the balloon ruptured. The device was removed and another 4mm x 40mm x 146cm coyote es balloon catheter was advanced but the balloon also ruptured on the first inflation at 6 atm for 5 seconds. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).